Manufacturer narrative:
The device will not be returned to olympus for evaluation. It was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and no growth was found after 7 days of incubation. A supplemental report will be submitted if any additional information is provided by the user facility or upon completion of the final investigation.

Event description:
The customer reported to olympus, during routine testing, the colonovideoscope tested positive for less than 10 colony forming units (cfus) of pseudomnas aeruginosa. The intended procedure was a colonoscopy. Endoscope was quarantined from patient use upon notification of result from pathology laboratory. High level disinfection was undertaken and re-sampling occurred. The scope is removed from quarantine when the final confirmed negative result is achieved. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. The specific root cause of the reported problem could not be determined at this time because the device was not returned. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.